Event description:
The customer reported that their device was frozen upon boot up. When the battery is placed in the device and the power is turned on, the led on the power and shock buttons illuminate and the device display is blank. The device stays like this until the battery is removed. The device would not have the ability to function on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and initially verified the reported lock up issue. After removing the internal pcb assemblies and installing into a test device, normal operation was observed. The pcb assemblies were then reinstalled into this device and the reported lock up condition was no longer occurring. The cause of the reported lock up condition could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.